Manufacturer narrative:
On october 15, 2021, mentor became aware that in the previous initial submission under field h10 narrative it was incorrectly reported that the date of explant is (B)(6) 2021. It has been corrected on this report as (B)(6) 2021. Date was correct under event description (field b5). Manufacturer¿s reference number: (B)(4). H10 narrative incorrectly reported date of explant as (B)(6) 2021.

Manufacturer narrative:
On november 5, 2021, the mentor failure analysis lab received the device for evaluation. On november 8, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 225cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 225cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively diagnosed after physical. As a result, the device will be explanted on (B)(6) 2021.